Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no visible damage to the keypad. All of the keypad buttons responded properly. Contamination was found under the up & down button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination underneath the button contacts. This report is made based on results of investigation completed on (B)(4) 2014.